Event description:
It was reported the patient had fallen after "passing out." There were several "hard blows" to each shoulder during some of the falls. Sometime after the patient had fallen, the patient reported hearing tones from the device for several weeks. Patient presented at the physician's office. Clinician tried to interrogate the device with two different programmers, wireless and wired, and communications failed. It was also reported the magnet application did not elicit tones from the device and there were no signs of pacing. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device failure disappeared during analysis. This device was returned with non-functional telemetry and no output failure conditions. Analysis initially confirmed both reported failure conditions. After opening the can, the battery was found to be at an operational potential. The subsequent hybrid analysis determined this abnormal behavior was caused by a crystal or crystal circuitry failure, as the hybrid reference voltages were all at abnormal levels and no clock signal was present on the charge pump capacitors. The crystal was probed with a buffered probe and the failure conditions cleared. The device started to function nominally. The device was monitored overnight and temperature cycled and continued to function nominally. The analysis was stopped at this point with the device functioning nominally, but analysis indicated an anomaly with either the crystal component (y1) or the crystal oscillator circuitry (this circuit block is contained within the die stack component (u10) in the d363 ic (u1)). Performance data was collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: h6. Evaluation summary: (B)(4) - the device was returned and analyzed. The device failure disappeared during analysis. This device was returned with non-functional telemetry and no output failure conditions. Analysis initially confirmed both reported failure conditions. After opening the can, the battery was found to be at an operational potential. The subsequent hybrid analysis determined this abnormal behavior was caused by a crystal or crystal circuitry failure, as the hybrid reference voltages were all at abnormal levels and no clock signal was present on the charge pump capacitors. The crystal was probed with a buffered probe and the failure conditions cleared. The device started to function nominally. The device was monitored overnight and temperature cycled and continued to function nominally. The analysis was stopped at this point with the device functioning nominally, but analysis indicated an anomaly with either the crystal component (y1) or the crystal oscillator circuitry (this circuit block is contained within the die stack component (u10) in the d363 ic (u1)). Performance data was collected from the device and analyzed. No anomalies were found.